Event description:
Additional information received on 4/9/2025 for report mw5168029 to update procode to qfg.

Event description:
Received a call end of december 24 to update firmware on my tslim pump. Updated firmware per tandem's request. Battery now dies very quickly. Pump died overnight, didn't realize it was dead/off, resulting in no insulin for 24 hours.